Manufacturer narrative:
No significant deformations or damage of the valve were detected during the visual inspection. Bloody delivery liquid was noticed. The prosa valve housing was subsequently measured and indicated the presence of a deformation. The housing deformation measured at -0.036 mm, outside the tolerance of 0 ± 0.02 mm. A permeability test has shown that the prosa valve is permeable. The valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a (B)(6) computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The prosa valve is operating within acceptable tolerances. Results: first, we performed a visual inspection of the prosa valve. A deformation of the outer housing of the valve was observed through the through a measurement of the plan parallelism. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The prosa valve was permeable but could not be adjusted to all pressure settings. The opening pressure operated within the specifications, only the braking force could not be measured due to the non- adjustability. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of over-drainage. At the time of our investigation, the opening pressure of the prosa valve was within the specified tolerances. But we confirm that the prosa valve was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a prosa. The surgeon suspected that the valve is not adjustable and operates in over-drainage. Patient information age: (B)(6); weight: (B)(6); height: 140 cm; gender: female; date of implantation: (B)(6) 2015; date of removal: (B)(6) 2020.